Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was returned for investigation, and manufacturing records confirmed it passed final qa/qc testing. Inspection found a large tissue fragment lodged in the working channel, increasing tool resistance when the scope was highly articulated. This mechanical resistance was determined to be unrelated to the bleeding, which occurred later during biopsy activity. The reported robot collision error was reviewed and correlated with excessive procedural force applied by the user; system logs confirmed appropriate activation of the e-stop, indicating the galaxy system functioned as designed. The physician did not attribute the bleeding to the galaxy system, stating the injury occurred at the biopsy site. Based on available information, the bleeding was procedure-related and consistent with the known inherent risks of bronchoscopy, particularly in patients with fragile airways and significant comorbidities. This complaint is reported due to the following conclusions: bleeding was reported during a galaxy-assisted biopsy procedure. The bleeding was noted toward the end of sampling, following difficulty advancing the biopsy tool and a robot collision error. The galaxy scope was withdrawn, and upon reinsertion, blood was observed within the airway. A therapeutic scope was then introduced to tamponade the bleeding, and ice-cold saline was administered. No further complications or interventions were reported.

Event description:
Bleeding was observed toward the end of biopsy sampling while attempting the third forceps biopsy. The galaxy scope was withdrawn, and a therapeutic scope was introduced to tamponade the bleeding while ice-cold saline was administered. Upon reinsertion, blood was still noted in the airway, prompting the physician to end the procedure. No further complications or interventions were reported. Prior to the third biopsy, the team experienced difficulty passing the biopsy tool and applied increased force, which triggered a robot collision error.